Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that when turning on the power switch, the mrx did not work; it showed nothing on its monitor. Once removing the battery, it worked. There was no adverse patient impact reported.